Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor readings were inaccurate, causing an inappropriate activation of the threshold suspend. The sensor reading was 3.6 mmol/l when the blood glucose reading was 5.5 mmol/l. Past issues were reported with bent cannulas. The customer was advised on how to improve sensor readings. The sensor was not returned or replaced.